Event description:
Information was received indicating that during pre-use check, the customer noticed that the smiths medical level 1 trauma fast flow disposable was partially torn. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 trauma fast flow disposable was returned for investigation. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Leak testing revealed a leak in the heat exchanger tube. The problem source of the reported product problem was unknown. A root cause was not established.